Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the surgeon used one 1seal and one 512sd, that leaked carbon dioxide. They were no replaced. There was no consequence to the pt.